Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead there was difficulty placing the lead in an appropriate position. The lead was placed after multiple tries, however it subsequently dislodged. When the lead was pulled out to attempt a new position it appeared stretched so the physician requested a new lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that the distal conductor and helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.